Event description:
User said that she left the source occluder door open and solution began to run into the weighing chamber. This caused free flow. The problem was resolved over the telephone therefore, the unit will not be returned for evaluation. There was no patient involvement.